Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No excessive no delivery alarm noted. The drive support disk was inspected and no anomaly was noted. The insulin pump was received cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl and that the insulin pump alarmed no delivery. Troubleshooting found that the cannula was bent and the drive support cap was flush to the device and not recessed into the unit. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to monitor their high blood glucose and call back if further assistance is needed.